Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 failed. A field service engineer (fse) replaced the drawer control boards, secured connections and tightened the hard stops to resolve the issue. Further the fse checked the retractor bands and tested the device in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine had no power, and the user reported hearing a soft click, but no power was restored. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.